Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio/vibrate anomaly noted. No error 63 in found history file. Device received with broken battery tube thread and cracked case battery tube noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was broken. Customer's blood glucose value unknown. Customer was assisted with troubleshooting. Customer stated that the insulin pump starting beeping and notice a crack under the battery compartment. The device will be returned for analysis.